Manufacturer narrative:
The affected device was tested onsite and the log file was provided for a detailed analysis at the manufacturer. Based on the log entries it could be confirmed that the device alarmed several times for ¿hfo not possible¿ and ¿air and o2 supply insufficient¿ on the reported date of event. A test of the device revealed a failure of the pressure sensor s2 in the calibration unit. After replacement of the calibration unit the device passed a complete test according to manufacturer specification and a 4-day test run without deviation. Due to the failure the device detected that the air and oxygen pressure was insufficient for hfo ventilation. The device generated the corresponding visual and audible alarms as specified to alert the user and opened the breathing system to ambient to allow for spontaneous breathing. In case of stop of hfo ventilation due to this failure the user can continue ventilation by selection of another ventilation mode. No similar incidents related to the same root cause were reported within the last 3 years.

Event description:
It was reported that the device stopped ventilation in hfo mode and alarmed for "hfo not possible" and "air and o2 supply not sufficient". The patient was neopuffed and placed onto a new ventilator. It was reported that the patient was unharmed.